Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. According to the instructions for use (IFU), respiratory dysfunction is a known potential complication associated with the use of this device and with the progression of complex patient clinical scenarios. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Worsening heart failure is a potential event that may be associated with use of the product. The IFU and patient manual provides guidelines on management of worsening heart failure. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted from the clinic on (B)(6) 2016 for heart failure exacerbation. The patient presented with increasing dyspnea on exertion with chest tightness, marked jugular vein distention (jvd), and volume overload. Patient was subsequently started on a lasix infusion. The patient's weight decreased from (B)(6) as the patient was optimized on diuretics. Chest x-ray taken on (B)(6) 2016 revealed a left pleural effusion. Thoracentesis was performed on (B)(6) 2016 with 300 milliliters (ml) of fluid removed. The patient's hemoglobin had dropped to 8.3 g/dl and 7.7 g/dl on (B)(6) 2016. Gastroenterology (gi) was consulted due to past gastrointestinal bleeds. Patient received two units of packed red blood cells (prbcs) on (B)(6) 2016 and one unit on (B)(6) 2016. Hemoccult sample was positive. Colonoscopy and upper gi scope were performed with negative result. Patient also underwent capsule endoscopy study. Hemoglobin remained stable and patient was discharged on (B)(6) 2016. The events were considered to have resolved. The primary investigator deemed the possible gi bleed and heart failure exacerbation as possibly related to the lvad device and patient condition and unrelated to the lvad procedure. The pleural effusion was deemed related to patient condition and unrelated to the lvad device and procedure. No further information was provided.